Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics.

Event description:
A report was received that the patient developed an infection. Symptoms were swelling, redness, drainage and pus at the ipg site. The patient received infusions. The physician did not believe that the infection was device related.

Event description:
A report was received that the patient developed an infection. Symptoms were swelling, redness, drainage and pus at the ipg site. The patient received infusions. The physician did not believe that the infection was device related.